Event description:
It was reported that the stent was found to be fractured. No add'l info has been provided.

Manufacturer narrative:
Neither the product catalog number nor the lot number of the subject device has been provided. Therefore, a device history record review could not be performed. The investigation is currently underway.